Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device shut down with full batteries after startup. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Event description:
The customer contacted stryker to report that their device shut down with full batteries after startup. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The initial MDR report with reference# 0003015876-2025-01285, submitted on 06/24/2025, was submitted in error. This vigilance report was found to be a duplicate of the initial MDR report with reference# 0003015876-2025-01267, submitted on 06/23/2025.